Event description:
It was reported that during a crt implant procedure and after successfully implanting the leads, the patient went into ventricular fibrillation. The patient was externally defibrillated but the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).